Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; flat creases, curved opening, delamination of valve. The leak test and microscopic analysis was performed which identified; total delamination of diapherm flange disk(95%) assessed as adhesive failure and curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage consist in the use of some surgical tool.. Delamination of diapherm flange disk assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.